Event description:
During debridement, mesh, and skin graft procedure of right thigh, the dermatome was skipping and causing tears of the skin graft. Device was removed from the field and used an alternate dermatome. No patient harm. Procedure was completed and initial harvested graft was usable.